Event description:
It was reported that " during lap chole the 530 clip applier did not release the preloaded clips." No patient injury.

Manufacturer narrative:
An investigation of the reported problem has been conduced by a multi-disciplined team with conmed. The production of this device has been suspended while this investigation has been conducted. The team has visited the vendors of the components that could contribute to the issue. Specifications and production processed and procedure have been reviewed. Enhancements have been made to some processes. The employees have been retrained in the manufacturer of the device. The enhanced processes and the devices are under-going re-validation. When the re-validation is complete and successful, production will resume. In addition, in-service training will begin in april 2007 for the sales force and in-turn for the end users. This focuses on the indications for use, contra-indications for use (performance restrictions) and cautions for the end users. We feel that these steps have been appropriate to address the nature of this complaint. We consider this investigation process well designed and documented and this complaint closed.